Manufacturer narrative:
B5 additional information: per the reporter, "this spontaneously resolved as hyperopia was from temporary cornea edema. No issues now." (B)(4).

Manufacturer narrative:
Patient identifier, age, sex, weight, ethnicity, race- unk. Date of event- unk. Implant date: unk. Device manufacture date: unk. Claim# (B)(4).

Event description:
The reporter states a toric implantable collamer lens was implanted into the patient's eye. The surgeon reports a 1-day postop mrx spherical equivalent of +2.25d; possible subtle corneal edema. Attempts to obtain additional information have not been successful.